Event description:
A discordant high positive immulite 2500 stat troponin assay result was obtained on a pt sample that was not repeatable on subsequent testing. The customer runs all troponin pt samples in duplicate. The discordant high positive troponin result was not reported to the physician. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the discordant high positive stat troponin result. Review of the instrument data did note that the recommended two week troponin adjustment interval had not been performed and may be a contributing factor. The instrument is performing within specs. No further eval of the device is required.